Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported bradycardia could not be conclusively determined.

Event description:
During a ventricular tachycardia procedure via retrograde approach, the patient became bradycardic. The tacticath se ablation catheter was inserted into the aorta without success as it was blocked at the aortic arch, the bradycardia was noted with 30 bpm and a drop of blood pressure. An echography ruled out a pericardial effusion and after few minutes the blood pressure and heart rate began to increase. Angiography was done to verify that the aorta was not dissected during the climb of the tacticath se ablation catheter in the aorta, but everything was fine. It was decided to stop the procedure. The physician thought that it may be vasovagal.